Event description:
The facility reported an infusion pump that had "low flow". The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. Information was requested regarding patient demographics, medication involved and device programming but none was provided. It is not known if the reported event occurred while infusing on a patient.